Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received. The catheter was attempted to inflate the balloon with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water). It was noted that the balloon difficult to inflate. The balloon was dissected to find the inflation notch was not completely perforated. A potential root cause for this failure mode was unable to determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Per investigation a labeling review was not required. Correction: b, d, f. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was difficult to deflate during the pretest. It was also stated that after some time the water was drained out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was difficult to deflate during pretest and also stated that water drained out after a little time.